Event description:
The consumer stated that her tampon contained a substance that appeared to be mold. She indicated that she removed the tampon from it's original wrapper and the her tampon contained a greenish-brownish substance. She indicated that this incident occurred with another box about 3-4 months ago.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.